Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Event description (native language). Agency name: unknown. When did it occur? : before use. Hypodermic needle injury: no. Other treatment: unknown. Were the returned items used? : no. If they were used, was something attached to them? : no. Returned quantity: 1. Details of the event (timeline, history, etc.): a month ago, gel came out from the needle when medicine was injected, and a report was made to the medical facility. On august 3, the same thing occurred for two units, and a report was directly made. A photo and video were taken and kept on record. The medical facility has not been contacted yet. I don't know what the gel is, and would like it checked as to whether it is dangerous or not.